Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime tests. The device was received stuck in the motor error loop during bolus/basal delivery. The motor was tested outside of device and passed. The motor may have had an intermittent failure that was not detected during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during the prime and rewind process. The device was not exposed to high magnetic fields. Troubleshooting was performed, and the unit failed the displacement test. Nothing further was reported.